Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 241 mg/dl, 138 mg/dl, 140 mg/dl and 43 mg/dl at the time of incident and the current blood glucose level was 88 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food and glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer reported the drive support cap appears normal. Customer did not allege insulin pump was over delivering. Customer reports they were unsure if the programming was accurate. The customer reported the reservoir was showing the same amount of insulin as shown on the status screen. Customer states they were not worn during a medical procedure or test around magnetic resonance field. The insulin pump will not be returned for analysis.